Event description:
The customer reported the thermogard xp ivtm system (B)(6) displayed a mid:09 (air trap assembly) error message. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.

Manufacturer narrative:
The reported complaint that the thermogard xp ivtm system (B)(6) displayed a mid:09 (air trap assembly) error message was confirmed during functional testing and archive data review. The root cause of the mid:09 error was the malfunctioning air trap sensor block, due to an overflow of saline into the console air trap holder, likely caused by a leaking start-up kit (suk) or user mishandling. During device inspection, traces of saline were observed on the air trap sensor block assembly. However, no previous event was reported by this customer for a leaking suk associated with this thermogard console. Event log data review was performed and revealed several mid:09 (air trap assembly) error messages; thus, confirming the reported complaint. The thermogard console failed the initial functional test due to the displayed mid: 09 error message. The air trap sensor block will be replaced to remedy the fault. Waiting for customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the thermogard console with serial number (B)(6).